Event description:
It was reported that a motor stall recover occurred following a magnetic resonance imaging (MRI) scan. The recovery occurred after reviewing the logs. No patient symptoms were reported at this time. It was unknown what medication this device system delivered at the time of the event. No further details were provided. Additional information was requested to clarify event details such as reason of MRI, stall and recovery information, troubleshooting, patient symptoms, medication delivered, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).